Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-mar-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 07-oct-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation that the leadless implantable pulse generator (ipg) exhibited placement difficulty. The ipg remains in use. No patient complications have been reported as a result of this event.